Event description:
It was reported that the implant platform is threaded and requires rethreading tool.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number not available. Item and lot number was not provided and the item is not being returned. Therefore, with the information provided, no further investigation can be carried out. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.